Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the bearings were not functioning. It was further observed that the device was blocked and the saw shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed the oscillating saw attachment device had an unspecified defect. During in-house engineering evaluation it was observed that the bearings were not functioning. It was further observed that the device was blocked and the saw shaft was broken. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.